Event description:
It was reported to boston scientific corporation that a hydro thermablator (hta) unit was used in a therapeutic hydrothermal ablation procedure that was performed in 2007. Prior to the procedure, it was noted that the pt had a very wide cervix, and required two tenaculum stabilizers and two vaginal speculums to obtain a good seal. Approx five mins into the procedure, the physician noticed a pool of fluid (approximately 30 ccs) in the vagina without the unit generating any fluid loss alarms. The physician immediately aborted the procedure. The physician noticed that peeling of the tissue on the vaginal wall and on the face of the cervix. The pt was treated with silvadene cream. During follow up, the pt indicated that she was suffering from pain. A third degree burn on her cervix, the size of a dime, was noticed. The pt was given antibiotics (unk) and additional cream for treatment. According to the complainant the pt is healing fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.